Event description:
Additional information received reported that the patient was increasing stimulation and felt a shock from their left hip over to the right buttocks and down their right leg. For the first 6 weeks the stimulation was awful and felt like a knife stabbing them. The patient was helped to change stimulation to a comfortable level. The therapy was not working at all and the patient wet the bed all the time. The patient¿s stimulation was off and had probably been off for the past 7 weeks and the stimulation was set on program 2 at 1.1v. The patient had tried all the programs and none of them had worked. The patient¿s health care provider (hcp) would schedule an appointment for them to come in. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient programmer had been missing for a week. The patient typically left it in the box and they had not been able to find the box anywhere. The patient last used the programmer while at home. The patient had a loss of therapeutic effect and needed to adjust the stimulation as they wet the bed every night. The setting was at 1.5v and the patient needed to raise it, but couldn¿t without the programmer. The patient was ordered a replacement programmer and antenna. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0egvs, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no stimulation sensation since about a week ago and had a loss of therapeutic effect. The patient noticed a symptom return of wetting the bed about 2 weeks ago. There was no known event, fall, or trauma associated with the event. The patient had called their health care provider (hcp) about this. The patient mentioned that about 3 months ago when they were on the phone with the manufacturer representative they were told to keep turning stimulation up and it shocked them to death and almost electrocuted them. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ins was in the left cheek and the patient slept on their right side. The patient moved it all around in there and there was plenty of room in there to move it. The pocket had been loose since the ins was replaced. The patient had a loss of bladder control. There was no known accident or incident related to the event and the patient mentioned that they were disabled. The loss of bladder control started 2 months ago, in (B)(6) 2015. After replacement the patient felt nothing at 1.1v and raised to 1.5v and could feel something. Yesterday the patient was peeing everything and they had to do a load of laundry every day just to keep up with their underwear. The patient increased stimulation 1.80v and it felt like something was piercing their clitoris and was very painful. Stimulation was decreased to 1.70v and the patient didn't feel it at all and had been peeing everywhere. Sometimes the patient couldn't even make it to the bathroom and peed all the way in. The patient didn't think their health care provider (hcp) had checked the system. The patient called their office and the nurse said to call the manufacturer for assistance in changing programs. The patient believed they were on program 4. The patients synced the patient programmer with the ins and had poor communication. The patient repositioned the antenna and the amplitude appeared and was set at 1.70v. There was no box with a check mark, the battery icons were shaded, and the ins icon was empty. It was reviewed that the ins was off and the patient decreased stimulation to 1.3v. The lightning bolt was now present, the ins was on, and the patient felt stimulation. Stimulation was not too strong and was not painful at all, it just let the patient know it was there. Now the stimulation stopped and it fluctuated. The stimulation was intermittent and there was still no box with a check mark and the patient only had 1 program. The patient increased to 1.4v and felt stimulation and now the 1.4 quit working and they didn't feel it at all. The patient raised to 1.5v and it was working. The patient asked why it controlled the big toe and the second toe on their right foot. The patient did not have an appointment with their hcp. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The components involved in the event were the implantable neurostimulator (ins) and lead. They replaced the ins on the opposite side after a trauma that caused the ins to not work. With the new ins, the patient reported almost 100 percent improvement in symptoms. It also worked greater before the trauma. The cause of the event was determined to be trauma and it was not device related. The patient recovered without permanent impairment and was doing great after replacement.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that a patient had extreme pain in the clitoris, stimulation hadn¿t been right, and she hadn¿t felt it in the same place. The patient adjusted the device from program 2 at 1.7 to program 4 at 0.6, she no longer had the pain, and stimulation was comfortable. It was later reported that the patient couldn¿t get her device to work right and she got a shock across at the bottom of her bladder to her butt, down her right leg, and it curled her toes. This had been occurring since changing the settings five days ago and the patient wet the bed every night. The device was set on program 4 at 3.6 volts, the patient moved it to program 3 at 3.8 volts and felt stimulation but it was shocking her to death so she adjusted down to 2.8 volts and it hadn¿t shocked her yet. This hadn¿t happened with the patient¿s first device. See MFR. Report 3004209178-2014-16273 for information regarding the patient¿s first device. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.